Event description:
It was reported that some 'pauses' lasting up to 1.5 seconds were noted in the patient's heart rate during cardiac rehab. The lead warning triggered, and the ventricular lead exhibited noise and high impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.